Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a non bsc right atrial (ra) lead showed unstable, elevated pacing impedances, reaching out of range values. A spring contact behavior was suggested. At a lead measurement analysis, loss of capture (loc) was observed with high, out of range pacing impedances and high pacing thresholds, but at a second immediate analysis, there was appropriate capture with normal thresholds and within range pacing impedances. Also, far field over sensing was noted that was not related to noisy signals. As the crt-d had less than a year of remaining battery, it was recommended to replace the crt-d and ra lead at the same time when battery needed replacement. No adverse patient effects were reported.